Event description:
The pt was implanted with a left ventricular assist device. On (B)(6) 2012, the manufacturer received info indicating that the pt had a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The hospital reported that the pump could not be located and could not be returned. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.